Event description:
Partial colectomy performed on (B)(6) 2024. Three contour staple loads were used. Patient left in discontinuity with abthera vac with plan to return to general operating room on (B)(6) 2024 for creation of ostomy. Upon re-entry to the abdomen (as planned) the staple line on the proximal sigmoid colon was wide open with stool leaking into the pelvis. All staples that were found in the sigmoid appeared to have been in the tissue, but the ends were not bent or curled like they are normally, so the proximal colon was wide open.